Manufacturer narrative:
Analysis of the ins (serial/lot (B)(4)) found that the stim ins battery reduced capacity due to overdischarge. Product analysis #(B)(4):the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2016 and the battery was charged to 3.805 volts. On (B)(6) 2016 the battery had depleted to the "lock/sleep" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The device experienced 2 over discharges. The ins passed functional tests including impedance in saline test.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) they had occipital stimulation for headaches. Relevant medical history includes occipital neuralgia and spinal pain. The patient didn't use stimulation for a few months because their headaches were under control. However, when they turned stimulation on recently the coverage wasn't as good as it had been. The rep. Interrogated the implantable neurostimulator (ins) and found several electrodes with high impedances. The patient reported to the rep. She fell off her bike in (B)(6) with a mild concussion and didn't have a rep. See her after that event to check the system. The ins was reprogrammed to achieve the best possible coverage. The patient was going to use their stimulation and see the doctor for follow-up in a month. Surgical intervention had not taken place at this time but it was unknown if surgical intervention was planned. At the current time the issue wasn't resolved.